Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the low flow events; however, the report of malpositioning of the pump could not be confirmed as no images or scans were provided for evaluation. The controller event log file contained data on (B)(6) 2019 from 7:53:47 am to 10:11:53 am. The pump was set to a fixed speed of 5500 rpm and operated at or above the low speed limit of 5200 rpm for the duration of the log file. The log file recorded a low flow event on (B)(6) 2019 at 9:38:54 am and again at 9:40:12 am; however, the calculated flow did not stay below the low flow threshold long enough to trigger the low flow alarm. The controller log file appeared to capture the pump operating as intended. The account reported that the patient initially had a suspected outflow graft twist; however, upon further interrogation, the account ruled that the patient had a malpositioned inflow cannula, not a twisted outflow graft. The patient was antihypertensive and was going to be monitored for further issues. The patient remains ongoing on vad support with no further issues reported. The heartmate 3 lvas IFU explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. In addition, this IFU explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. This IFU and the heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was treated with volume and antihypertensive medication. The issue was determined by the site to be a malposition of the inflow graft, not a twist. No further information was provided.

Manufacturer narrative:
Correction -- this event is not associated with the previously reported field safety corrective action number.

Event description:
It was reported that the patient was asymptomatic but blood pressure were labile. The patient underwent a computed tomography (CT) scan and it was noted that there was a possible outflow graft (ofg) twist but transesophageal echocardiogram (tee) showed malposition of the inflow graft. The patient was going to return to the operating room (or) for ofg repair but it was later determined the repair was not needed. The patient was discharged home on (B)(6) 2019.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 5 months. This event is related to a field safety corrective action for the heartmate 3 outflow graft twist. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was called with complaints of intermittent low flow alarms on (B)(6) 2019. Patient was asymptomatic. On (B)(6) 2019, vad interrogation showed speed drops and low flow alarms. An echocardiogram showed the aortic valve opening with every beat and a CT scan showed an approximately 180 degree twist of the outflow graft with 50% cannula lumen narrowing that will eventually need surgical repair of outflow graft. No further information was provided.